Manufacturer narrative:
On (B)(6) 2017, the customer reported to have discussed the reported event with a clinical diabetes specialist and the blood glucose has returned to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 302 mg/dl and a corrective bolus was delivered to address the bg level. The contact thought that the pump was the cause of the occlusion and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.